Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for complex regular pain syndrome type I. An overdischarge was discovered during servicing. The rep met with the patient to discuss their overdischarge options. The rep trickle charged and tried 3 cycles to wake up the battery but all attempts were unsuccessful. The patient stopped charging their battery a long time ago which led to the overdischarge. The patient was referred to a healthcare professional (hcp) for a battery replacement. The surgical consult and surgery date have not yet been scheduled but the surgical intervention was planned to occur. The issue was not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-feb-16. The rep stated that as of today, the patient has only had a surgery consult for a replacement. A replacement date has not yet been scheduled. The implantable neurostimulator (ins) will not be returned for analysis. The information was confirmed with the physician. No further complications were reported/are anticipated.